Manufacturer narrative:
The reported event could be confirmed. Based on investigation, the root cause was attributed to be user related. The failure was due to an over-torque applied while screwing. The microscope investigation showed a matte granulous fracture surface which is characteristic of a material subjected to a sudden important force/load. Furthermore, torque lines can be seen, which prove that the device was subjected to high mechanical forces leading to its breakage. To avoid such an incident, the operative technique clearly mentions that: "applying excessive torque during screwing may cause damage to the screw head and screw driver, which can lead to difficult screw extraction." Therefore, this case is classified as a user related issue. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
Tip of screwdriver broke during insertion of screw. One fragment from the screw driver was inside the screw, so the screw had to be replaced; delay of approximate 15 minutes.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Tip of screwdriver broke during insertion of screw. One fragment from the screw driver was inside the screw, so the screw had to be replaced - delay of approximate 15 minutes.